Event description:
On 2/18/98 pt underweent a right correctional valgus derotational osteotomy of the right proximal tibia and fibula. An 8-hole 4.5 mm plate was used (224.08). Pt was readmitted on 4/1/1998 with failure of the internal fixation device following correction osteotectomy of the right proximal tibia and underwent removal of plate and screws and application of a new pcp plate and screws with bank bone grafting of the osteotomy of the right proximal tibia.